Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The iesu has been returned and evaluated by the failure analysis team, and the reported issue could not be reproduced. Visual inspection and functional testing showed that the unit powered on normally and successfully cauterized across all ports and instruments without issue. Upon visual inspection, the unit was found to have minor dents on top the white bezel.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer informed the technical support engineer (tse) that they experienced an issue where bipolar energy was not functioning, although monopolar energy was normal. The tse guided to swap the port, cable, and instrument, but this did not resolve the issue. The instrument was detected on the generator system, and no error was shown. Power cycling the generator did not resolve the issue, and the customer was unable to power cycle the system at the time of the call. The tse advised the customer to switch to a force triad generator to continue the procedure. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.